Event description:
It was reported to midmark that an x-ray unit (jb-70 intraoral dental x-ray system, serial no. (B)(4)) separated from its wall mount in a user facility. No injuries were reported. Root cause was determined to be installation error due to use of improper backing material. The mounting bolts pulled through the backing, causing the unit to separate from the wall. This MDR is being submitted as part of retrospective complaint review conducted at midmark corporation ((B)(6)). Midmark (formerly progeny) began filing mdrs for x-ray units separating from their wall mounts in (B)(6) 2009 (refer to MDR 1423380-2009-00006). All subsequent incidents involving units fully separating from the wall mount have been submitted to cdrh as mdrs. However, as part of retrospective complaint review, midmark has identified this unreported incident that occurred prior to (B)(6) 2009 and has decided to report this incident for consistency.